Event description:
It was reported that the tri-fuse broke during an unspecified infusion. The customer states there was no patient harm.

Manufacturer narrative:
The customer report that the tri-fuse broke was confirmed based on inspection of one of the as-received set samples. It was observed that the locking hub component was separated from its adapter component and cracked/damaged. The root cause was unable to be identified; however the noted damage is considered as evidence that the integrity of the hub may have been compromised. Previous extensive investigations on similar complaints and on unused male luer end hubs (collars) have shown the identified probable cause for the crack may be due to the integrity of the hub (collar) material becoming compromised and degraded due to the effect of isopropyl alcohol based disinfecting agents.

Event description:
It was reported that the tri-fuse broke during an unspecified infusion. The customer states there was no patient harm.